Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was unknown mg/dl. Customer was placed into emergency room. Customer was treated with intravenous insulin infusion. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was on at the time of incident. The insulin pump will not be returned for analysis.